Event description:
It was reported that during a hemorrhoidpexy procedure, the device followed appropriate step to prepare the tissue for the procedure. The doctor stated that the tissue was cut; however the staples did not form around the tissue. They were seen floating in the anal canal fully open. The procedure was continued by hand sewing. Case completed with another device of the same product code. There was no patient consequence.